Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. D9: device availability - additional information- correction. H2: additional information/ device evaluation- correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.